Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - correction to (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with polyuria, confusion, moodiness, aggressiveness and an unspecified level of ketones associated with a load step malfunction. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was a filled cartridge in the pump; however, the pump emitted a no cartridge detected alarm. The reporter stated that the pump was priming the tubing during the load step. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a large prime volume issue.